Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100814015. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate and deflate. A surgical procedure was performed during which the device was explanted and replaced with a malleable device. The patient fully recovered, and no additional information was provided.